Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v852753, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient's stimulation system was "just not working right." The patient had made an "adjustment" and started to feel pain from stimulation, which began about "a week ago." It was stated that patient had "leaking issues", and had been "leaking" for about 10 days." There were no known falls or trauma. The patient was unsure if she had a bladder infection. It was stated that the nights were "terrible" for the patient. The patient had "some issues" during the day in the past ten days. It was noted that the patient had "some good nights" since implant. The patient did not feel as though this surgery was a success. The patient had the implant "on and off." Further information has been requested. If more information is received, a follow up report will be sent.